Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a large air bubble in the luer lock. The user's blood glucose (bg) level was in the high 200's (mg/dl). The bg level was addressed with a bolus. Reportedly, the user changed the infusion set and resumed insulin delivery.